Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. Reportedly, the device is sticking out and is uncomfortable. The patient is very skinny therefore the device is sticking out the chest however, there is nothing wrong with the device. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. Reportedly, the device is sticking out and is uncomfortable. The patient is very skinny therefore the device is sticking out the chest however, there is nothing wrong with the device. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.